Event description:
Pt one day laparoscopy with bilateral salpingoophorectomy. Pt returned, bleeding from staple line. Upon inspection some staples no longer in place in correct position. Some staples lifting out of tissue. Pt returned to surgery.